Event description:
It was reported that during coronary artery stenting treatment procedure stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). Access was obtained through femoral artery and predilation was performed with an 8x2.0mm compliant balloon. The 16x2.50mm promus element stent delivery system (sds) was advanced but could not cross the lesion. The device was removed from the patient and the edge of the stent was noted to be damaged. An additional balloon dilation was performed and another 16x2.5mm promus element stent was able to be implanted. There were no reported patient complications and the patient status is stable.

Manufacturer narrative:
Device is a combination products. (B)(4). Device evaluated by MFR.: the complaint sample was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).